Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had keypad anomaly and the insulin pump screen was hard to read. The customer's blood glucose level was unknown. The customer reported that the insulin pump had scratches all over and it was difficult to use the screen. They customer also reported that the insulin pump had stuck buttons. The customer reported that the back button was getting stuck on the insulin pump. They stated that they were about to give bolus and did not feel button bounce and was not feeling like they were pressing it. The insulin pump will not be returned for analysis.